Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00008; 2938836-2020-00010. It was reported that the system was explanted due to infection. The patient was stable.